Event description:
It was reported that the device reached elective replacement indicator [eri] in 18 months. It was also reported that the right ventricular [rv] pace/sense lead had low impedance. The device was explanted and replaced; the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.